Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose during the incident was 98 mg/dl. Troubleshooting was performed. The battery compartment was neither damaged nor corroded. The battery cap was not missing or damaged. They inserted a new battery and the display returned. However, when they press a button, the pixels on the screen would run but nothing would come up. The device will not be returned for analysis.